Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208832487, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient had a return of urinary incontinence due to electrode migration. The patient experienced no fall, shock, or other event that could have led to the lead migration. The migration was noticed on the radio on (B)(6) 2015. A minimally invasive surgery, without general anesthesia, was performed for the electrode replacement. The patient was in the hospital for one night. Relevant medical history includes idiopathic, functional urinary incontinence since 2007. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208832487, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the action taken on 2015-07-09 was that the device was reprogrammed only and no action on the lead was taken at that date. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting lead explant and reprogramming (no ins nor lead repositioning).